Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2015 using the cooladvantage+ applicator, coolcore contour and developed paradoxical hyperplasia (pah/ph) 8 years after treatment. Patient diagnosed with ph on (B)(6) 2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2015 using the cooladvantage+ applicator, coolcore contour and developed paradoxical hyperplasia (pah/ph) 8 years after treatment. Patient diagnosed with ph on (B)(6) 2023.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the year of 2016 with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Allergan aesthetics received a report for a patient who was treated with coolsculpting to the thighs using a cooladvantage applicator and to the abdomen using the cooladvantage plus applicator on (B)(6) 2015, who may have developed paradoxical hyperplasia (pah/ph).